Manufacturer narrative:
(B)(4). This report is for a report of a user error. The patient changed out the solution bags however reused the cassette. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4).baxter product surveillance contacted the nurse on (B)(6) 2011 regarding the patient's user error of using new bags, however, re-using the cassette. The nurse was not aware of this event. The patient has been to the clinic since the event and has been able to resume therapy. There was no patient injury or medical intervention assocaited with this event. No further information is available.

Event description:
The customer contacted baxter's technical service center to report a check lines and bags alarm which occurred on home choice (hc) during use in an unknown cycle. The home patient (hp) stated that the hc had alarmed the previous night and the hp ended the therapy early. The baxter technical service representative (tsr) had the hp turn on the hc and the hc alarmed system error (se) 2265. The tsr had the hp cycle the power and explained the alarm. The hp stated that she could not fix the alarm even when she changed the bags. The tsr explained that the hp should never change just one part of the setup. The hp would need to change the cassettes and the bags and would need to end therapy first. The hp stated that she knew. The hc went to "press go to start". The tsr had the hp check the alarm log and found the check lines and bags many times. The tsr explained the alarm meant that there was a blockage in the setup somewhere. The tsr asked the hp when the alarm occurred. The hp stated it was at 0400 and she thought it was in a drain or fill but was not sure. The tsr suggested calling baxter if the hp was unable to clear the alarm. The hp stated she will try to do therapy that night and call if she has any issues. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.